Manufacturer narrative:
The reported dent was confirmed in the laboratory. The dent was found to be within manufacturing specifications.

Event description:
It was reported that during the upgrade procedure, a dent was observed on the device when it was removed from the sterile packaging. The device was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
(B)(4).